Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model# was not provided. Sections were left blank as the customer's age and weight are unknown.

Event description:
A diabetes specialist nurse in the (B)(6) conducted an audit on the nursing home blood glucose meters, and reported that 15 test results were not found on one of facility's contour xt meters. No adverse event alleged. The meter is not expected to be returned.